Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultra2 meter would not power on. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the issue occurred ¿around two months¿ prior to contacting lifescan. The patient manages her diabetes with oral medication, diet and exercise and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient claimed that ¿one week¿ after the alleged issue occurred she developed a symptom of ¿shaking¿ due to not being able to test, however denied receiving any treatment. During troubleshooting the cca noted that the meter would not power on when prompted by pressing the power button or inserting a test strip. The cca identified that the meter batteries required replacing. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury after the alleged meter issue occurred.

Manufacturer narrative:
Follow-up # 1 - 6/2/2015 device evaluation.the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low/dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.